Event description:
Additional information indicated there was no fluid in the implant. The cylinders do not fill and only the pump was changed as the tubing was broken between the pump and left cylinder.

Manufacturer narrative:
This follow-up MDR is created to document the additional patient information, event date, implant/explant dates, and event information, the corrected device information, and the evaluation of the returned device. A titan touch pump was returned for evaluation. Examination and testing of the returned component revealed a separation in one of the exhaust tubes of the pump. Testing revealed this to be a site of leakage. Microscopic examination of the surfaces revealed them to be rough and irregular, indicating stress was exerted. Partial separations within abrasion were noted on the other exhaust tube of the pump. Testing revealed these to not be sites of leakage. Abrasion was noted on all tubes of the pump. The inlet tube with connector was detached to allow testing. No functional abnormalities were noted with the detached tube or connector based on examination of the returned product, it was concluded that while in-vivo the exhaust tubes and inlet tube of the pump had overlapped and abraded against one another. This positioning, in combination with device usage over time, could contribute to sufficient stress(s) to separate one of the exhaust tubes at the site noted. A separation of this type would then allow the loss of fluid, making the device inoperable. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
This follow-up MDR is created to document the conclusion of the evaluation and updated codes. The device was not received for evaluation. Without the benefit of analyzing the device quality cannot confirm any observations or comment on the condition of the product. If the device become available, or additional information is received, the complaint will be re-evaluated according to procedures. A review of the device history record confirmed the devices from this lot met all specifications prior to release. A review of the complaint history database, nonconformances and capas revealed no trends for this lot.

Manufacturer narrative:
Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Once our evaluation is complete, a follow-up report will be submitted.

Event description:
According to the available information, implant couldn't be pumped up anymore.